Manufacturer narrative:
(B)(4). Date sent: 5/26/2021. Additional information was requested, and the following was obtained: please explain what is meant by no staple formation? How far did device cut and staple? Was the stapling issue on one side of knife? Did any staples deploy? If so, please describe shape. 1. Please explain what is meant by no staple formation? When the firing was initiated the knife advanced without deploying any staplers. 2. How far did device cut and staple? The device made a complete cut of 60mm without stapling. 3. Was the stapling issue on one side of knife? The stapling issue was on both sides of the knife. 4. Did any staples deploy? If so, please describe shape. No staplers were deployed.

Manufacturer narrative:
(B)(4). Date sent: 4/20/2021. Batch # r5a77u. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60d reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Event described could not be confirmed as the reload was received fully fired. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please explain what is meant by no staple formation? How far did device cut and staple? Was the stapling issue on one side of knife? Did any staples deploy? If so, please describe shape.

Event description:
It was reported that the reload was opened and loaded to the gun long60a, the surgeon grabbed the stomach tissue, closed the gun, 15 seconds waiting time, then he initiated the firing process, after completing the firing, a cut was made with no staple formation. The same long60a was used in the procedure and functioned properly. The surgery was a sleeve gastrectomy, the product worked properly until the 3rd firing a failure occurred, the knife cut through the tissue without stapling, which lead to tear and bleeding of the stomach tissue. The surgeon called a senior doctor, who in his turn re-stapled and over sutured the area. This incident required the patient to stay an extra night at the hospital for monitoring, in addition to staying on fluids for 4 weeks instead of 2. And because they had to re-staple the area this might cause the stomach to tighten, therefore they will perform an endoscopy after 3 weeks to check, and accordingly there is a probability of performing a by-pass procedure as well. The patient condition is noted to be stable and at home at the moment, but with monitoring and follow-ups. The doctor on the other hand arise concerns to use the device, where he is worried that this incident would reoccur.